Event description:
The patient contacted animas on (B)(6) 2013 reporting a low blood glucose resulting in a seizure and hospitalization. The patient indicated that the patient was found during the night having a seizure. The patient reported that a family member assisted with giving the patient juice but blood glucose levels were still low at 29 mg/dl when emergency services arrived. The patient indicated that the emergency services provided transportation to the hospital. The patient indicated that earlier in the night the pump emitted a bg reminder. The patient reported disconnecting from the pump and priming 2.5 units but was sure that the pump was disconnected at that time. The pump history showed that there were 6 primes during the course of the previous day that the patient attributed to loss of prime warnings. The patient confirmed that the cartridges were only used once and the cartridges were cycled appropriately prior to use. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the pump black box showed multiple ¿pump not primed¿ warnings associated with low non-zero force. The pump showed one ¿pump not primed¿ warning at 11:45 pm on (B)(6) 2013, the pump was not primed until 2:57 pm for 2.54 units. The pump total daily dose indicated that the daily insulin delivery totals correctly reflect user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no warnings occurred during testing. A for sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and no damage was found to the force sensor assembly or circuit. Unrelated to the complaint the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.